Event description:
A customer from (B)(6) reported to biomérieux a misidentification of enterococcus casseliflavus as staphylococcus lentus for a quality control sample (atcc 700327), in association with the vitek® 2 gp test kit. The isolate was cultured on tsa (trypcase soy agar) media and incubated in both o2 and co2 conditions. An identification of enterococcus casseliflavus was produced for the isolate in o2, and staphylococcus lentus was identified when incubated in co2. The customer performed repeat testing using a new atcc organism and the misidentification still occurred. Biomérieux advised the customer to perform testing with tsab (trypcase soy agar + blood) media, however discrepant results were produced. The test reports were requested from the customer and a biomérieux field service engineer was scheduled to visit the site. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the internal qc strain of e. Casseliflavus atcc 700327 was subcultured to remel tsab media and gp card testing included two cards from each of the two implicated customer lots and two cards from a random lot. All six (6) gp cards tested gave the expected positive reactions for adh1, pyra, tyra, polyb, novo, nc6.5, 0129r, and no misidentifications. Vitek® 2 gp cards are performing as expected for this isolate and no further action is required. An increased number of atypical negative results can indicate a strain with decreased viability, user set up error or an atypical strain. Biomérieux is unable to perform the investigation on oxoid supplied tsa/tsab media utilized by this customer, therefore media/vendor source cannot be ruled out as a contributing factor of the reported qc deviations. It should be noted, tsa agar is not a recommended media when testing qc isolates according to the product information guide.